Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the pocket site. The patient was doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the pocket site. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50, serial: (B)(4), description:artisan surgical lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint was not duplicated or confirmed. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.